Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance and referred the caller to a parts supplier since physio is no longer supporting the device. The device will not be returned to physio-control for eval. Therefore, further investigation on the reported problem could not be performed to determine the cause of the failure.

Event description:
It was reported that when the user engaged the charge button, the device alerted "low battery" and lost power after briefly attempting to charge to the selected energy. The device was not operational on ac powered and unable to charge the installed battery. There was no pt involvement associated with the event.